Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge was not sliding onto the pump properly. Customer's blood glucose (bg) level was 44 mg/dl. Reportedly, customer consumed carbohydrates to address low bg. Despite multiple attempts, tandem technical support was unable to obtain any further information.